Manufacturer narrative:
The lead was not returned to the manufacturer as indicated in the initial report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-03821. Follow-up identified the patient experienced loss of stimulation. X-rays confirmed migration of the s1 lead.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-03821. It was reported the patient's drg lead (located at s1) had migrated. Subsequently, surgical intervention was undertaken during which the lead was explanted and replaced. Effective stimulation was restored post-operatively.